Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. Due to accumulation of pus and other symptoms such as redness and swelling, the patient was taken to emergency department where the doctor decided to remove the sensor and treat the infected area using antibiotics. There is no remedial action/corrective action/preventive action/field safety corrective action required.

Event description:
Senseonics was made aware of an incident where patient was hospitalized due to infection at insertion site. The site was red and swollen. Pus was coming out from the insertion scar. The doctor at the emergency department decided to remove the sensor and administer antibiotics to treat the infection.